Event description:
During an ECMO procedure, the arterial pump head tubing was reported to have ruptured. The procedure was stopped in order to change out the damaged tubing. During the product change out, the pt was supported by increased mechanical ventilation. The ECMO procedure was restarted after approx 28 minutes with no further complications. The pt was removed from ECMO support and is reported to be doing fine.